Manufacturer narrative:
The product is not returned to manufacturer for evaluation.

Event description:
It was reported that intra-op when surgeon provisionally implanted the implant because as the force needed to fully seat the implant increased, the freehand inserter slipped off the implant. The surgeon then used a secondary impactor to fully implant the device. After malleting near the locking cap, the implant broke. All pieces were retrieved and there were no patient related issues. Another device was implanted, but he opted for a parallel graft. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms the implant is broken, with the top portion of the implant broken off. Witness marks and deformation of the locking tab is noted. Additionally, deformation is noted at the radius of the inserter tab interfaces. The above observations are consistent with significant impaction force utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.